Manufacturer narrative:
The hill-rom tech found during a between pt inspection the pt left foot side and pt right side head brake casters not holding to normal wear and tear of the brake pads. The tech replaced the pt left foot side and pt right head brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the pt left foot side and pt right head brake casters are not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).